Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (4000 mcg at 665 "mcg/ml") via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that the patient's pump was replaced due to an infection at the pump site and IV (intravenous) antibiotics were started. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The diagnostic performed was a culture. It was unknown at the time of the report if the issue was resolved. The patient status was reported as "alive, no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.